Manufacturer narrative:
Investigation summary: components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a batch history review of the gram decolorizer complaint batch. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no other complaints received against this batch for any defect. Three photos were received in lieu of returns. All three photos depict a microscopic views of a gram stain slides showing various gram positive and gram negative organisms. A retention sample from the complaint batch was evaluated along with a control batch. The solution appearance was satisfactory and comparable to the control; both were a colorless, clear solution with no visible precipitate. Staining was completed per instructions in the product insert. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results with a retention and control batches. The retention sample was comparable to the control. Bd is unable to replicate the defect described by the customer. This complaint cannot be confirmed. Bd will continue to trend for dyes & stain performance defects. If you have further questions, please contact bd technical services.

Event description:
It was reported while using bd bbl¿ gram decolorizer the slides were overstripped. There was no report of patient impact. The following information was provided by the initial reporter: customer reported using gram stain kit for contamination checks of incoming micro samples as part of our standard process. During these checks I have run into a consistent issue with the gram decolorizer provided with your kit. My slides appear to always be over stripped of crystal violet. My procedure is as follows flood with crystal violet, allow to stand 1 minute, rinse thoroughly with di water, flood with gram iodine, allow to stand 1 minute, rinse thoroughly with di water, apply 1-2 drops of gram decolorizer, immediately rinse thoroughly with di water, flood slide with safranin, allow to stand 30 seconds, rinse thoroughly with di water. Dry in book of bibulous paper before microscopically observing results. I was wondering if there were any suggestions to prevent the over stripping of the crystal violet with the decolorizer? This has been a consistent problem even with control microbes such as b. Agri and b. Subtilis.